Event description:
It was reported that the patient went into 7 days of withdrawal due to the fact that the pump ¿crashed¿ overnight on 2012-(B)(6). The patient experienced pain and ¿a hell no one should go through¿. The patient stated that he has had severe mental issues ever since the incident and had a 5 day hospital stay in (B)(6) 2013 for treatment of mental psychosis. The patient continued to experience ¿pain and suffering¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed motor stall had occurred. The patient's healthcare provider programmed the pump to minimum rate because of the motor stalls. The motor stall was noted to have recovered after more than two hours. The patient was noted to have experienced a return of pain, withdrawal symptoms, and underdose symptoms. About two weeks later it was reported that the patient had fully recovered. The medications used within the system were prialt and dilaudid. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device caused the patient "harm" from the beginning of the event through the present. The pump caused the patient "personal and economic injuries".

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis of the pump revealed motor corrosion, wear, and/or lubrication as well as a gear train anomaly. The pump passed all non-destructive lab testing, but there were multiple motor stalls and recoveries within the logs. Destructive analysis revealed significant residue and shaft wear on the upper shaft of gear 2. Additionally, some residue was found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.